Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was able to press the green button but was not able to squeeze the handle. The device did not fire. Surgeon used another reload to complete the case.